Event description:
The customer's rep reported the following incident: a leak in the photoactivation tray lines was noted when a short photoactivation time was noted. Air bubbles were in the line through the hematocrit sensor. The pt was reported to be in stable condition. The incident did not affect the pt's condition, only the efficacy of the treatment. No alarm was noted by the customer. The customer's rep provided the following info on 12/23/2014: the procedure wasn't aborted, but only had a photoactivation time of 3 minutes, so the treatment was not as effective. The buffy coat was successfully reinfused to the pt. No manual rinseback was required. No service order was generated. A photo was submitted by the customer for investigation of the photoactivation module leak.

Manufacturer narrative:
A batch record review of lot c126 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends were reviewed for complaint categories, air leak and photoactivation module leak. No trend was detected for these complaint categories. No CAPA was initiated for complaint category, air leak. Photoactivation module leak was investigated through CAPA (B)(4). CAPA (B)(4) was closed. This event is being reported due to the photoactivation module leak. The assessment is based on the info available at the time of the investigation. A picture was returned for investigation. Analysis of the returned picture is in progress. A supplemental report will be filed when this analysis is complete. In regard to the customer's concern regarding the efficacy of treatment due to the photoactivation time, add'l info is being gathered from the customer nad a response will be submitted at that time.